Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 250 units. Additionally, it was reported that the customer did not remove the air from the cartridge. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate.